Event description:
It was reported that the patient had shortness of breath with daily activities. Histograms showed the patient's heart rate was mostly in the 50-60 bpm. A change in rate response was recommended. The patient will be brought into the office to test for changes. The device remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 407452 implantable pacing lead: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.